Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2009. The right (od) eye was treated successfully. The left (os) eye, however, had a thin flap and the case was aborted. One (1) day postoperatively, the pt presented with an epithelial defect os. A bandage contact lens (bcl) was inserted. Four (4) days post-operatively, the pt presented with a corneal ulcer and was treated with topical steroids. The pt's preoperative visual acuity was 20/30 os. Postoperatively, the pt's best corrected visual acuity (bcva) is 20/30 os. The pt is responding to treatment and the ulcer is healing well.

Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site, provided surgery support and inspected the laser. The device performed according to specifications. Also, the site returned two (2) pt interface(s) that were used during surgery. Although the pi that had been used for this pt was not identified, both were tested and found to meet specifications. Epithelial defect, thin flap.